Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a drip chamber separated from an IV tubing set and leaked during an infusion of lactated ringers, rate not specified. The tubing was replaced and there was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the drip chamber was confirmed. During visual inspection of the set it was noted that the vinyl tubing was completely separated from the drip chamber. The drip chamber was not returned with the set. There were no other anomalies observed. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing measured within specification. The root cause of the customer¿s experience was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.